Event description:
Customer reported to have experienced a check valve failure. No pt harm was reported, and no additional info was provided.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the MFR. The product was received. Investigation is not complete. A follow up report will be submitted with any new relevant info.